Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged power issue began at 7 a.m. On the day she contacted lfs after she replaced the subject meter's battery. The patient reported managing her diabetes with an insulin pump. The patient informed the cca that at 2 p.m. On the day of the alleged issue she increased her insulin dose, via the pump, by 5 units. The patient reported feeling nausea and tired 9 hours after the alleged issue began. The patient informed the cca that she was able to test her blood glucose on the day of the alleged issue with a personal one touch ultramini meter around 3:45 p.m. And obtained a result of "353 mg/dl". At the time of troubleshooting the cca noted that the subject meter had been used about 2 years. During troubleshooting the cca noted that the subject meter powered on both manually and when a test strip was inserted, however, had reverted to the setup mode. Per the owner's booklet, the meter reverts to the setup mode after the battery has been removed. The patient was assisted with confirming the meter settings so the patient could test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms of hyperglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.